Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving clonidine [12 mcg/ml] at a rate of 2.991 mcg/day, bupivacaine [12 mg/ml] at a rate of 2.991 mg/day, and dilaudid [24 mg/ml] at a rate of 5.983 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient went to the healthcare provider (hcp) and got a dose increase. They did not get a bolus all day before the dose increase. The patient was locked out for 3 hours after the refill. They were usually up pretty late with pain. They tried to request a bolus last night and was locked out for 1 hour and 25 minutes. The patient stated that she skipped the bolus. The patient was tired and had a seizure during the day so she just went to sleep. The patient said she, at the time, requested the bolus and had waited longer than 6 hours. The reports were checked and it showed that the patient requested a bolus and it was declined. It shows the bolus delivered an hour later and the patient said she did not use the personal therapy manager (ptm) after she got the initial lock out. A few nights ago after waiting 6 hours she was locked out for 15 minutes. The patient set a timer on her phone and went back to get a bolus 16 minutes later and she got a 24 hour lock out. She pressed the bolus button again right away after seeing the 24 hour lock out and got a bolus. Additional information received from a consumer on (B)(6) 2017 reported the patient stated that in (B)(6) 2017 when using the personal therapy manager (ptm) that it adds a minute after each bolus. It was stated that the patient has to skip a bolus to get the ptm back on track. It was noted that the patient sometimes has to wait a half hour for a bolus. It was stated that today ((B)(6) 2017) the ptm kept adding minutes of lockout and then displayed the 8987 code. The patient was using an optional antenna. The patient was not around electromagnetic imaging (emi) when using the ptm just their phone and heating pad. The patient saw a 3 hour lock out (same as their lockout interval) after getting the 8987 code. It was reviewed the 8987 code is a downlink error, and that the issue described sounds like it could potentially be an uplink interference. No symptoms were reported at time of call. No further complications were reported/anticipated. Additional information was received from the patient on 2017-jun-02. The patient reported having to add a minute on their bolus times and skipping a bolus to reset the bolus clocks, and also uplink interference where patient had to wait an additional 3 hours for the lockout interval time. The event date was reported as 2016 (3-4 months after (B)(6) 2016), as the patient stated they have been having issues with the ptm ever since they got it. In (B)(6) 2017, a ¿few weeks¿ prior to the call date of (B)(6) 2017, the manufacturer¿s representative (rep) went to the healthcare professional¿s (hcp) office regarding the issues discussed during the call. The patient stated they had the rep come to the hcp office and look at the ptm. The rep felt that the ptm should be replaced. The rep and the hcp changed the lockout interval to 2.5 hours, but the patient was still waiting 3 hours before taking it. The ptm was still giving the patient the ¿00¿ and also giving the additional 3 hours lockout interval after waiting the time. The patient stated that it was worse. In the beginning of 2017, or in 2016 (the patient wasn¿t sure), they had poor communication with the antenna attached. At first it was doing great, and then they had instances where the patient had 0 hours and 0 minutes. Then the patient would have 4 hours until the next one, and the ptm would say there were 2 hours and 30 minutes to wait. The pump medication related to the event was reported as hydromorphone with a concentration of 32.0 mg/ml and a dose per day of 6.994 mg/day, bupivacaine with a concentration of 16.0 mg/ml and a dose per day of 3.497 mg/day, and clonidine with a concentration of 16.0 mg/ml and a dose per day of 3.497 mg/day the old drug was reported as hydromorphone and bupivacaine with unknown concentrations and dosages. The patient stated that they do to the hcp weekly. The patient activated information from the telemetry printout on (B)(6) 2017 showed the lockout parameters of 8 activations per day, a lockout interval of 1 per 2.5 hours, and a dose restriction interval (dri) was 1 time per 3 hours. The patient¿s managing hcp was reported. The patient was transferred to the repair department. It was reviewed how uplink interference occurs and things to be cognizant of (e.g. Environmental electromagnetic interference, positioning, using a detachable antenna, etc.) It was recommended that the patient keep a log of time it occurs and have the hcp check the pump logs for 88,89 codes. The patient was informed that the dri was still at 3 hours and was redirected to the hcp for reducing that.